Event description:
Account reports three incidents in which the reported set is cracking with subsequent leakage at the "end of the set." Leakage occurs approximately 1 1/2 hours into infusion of taxol. Rptr stated there was no negative outcome to pts.